Manufacturer narrative:
Product was received for evaluation: DHR - lot ctpbcn, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; biological debris was noted. The valve was tested for programming: the valve failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing, the cam mechanism was moved. The valve was retested for programming, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The cam magnets were controlled: the magnets passed. The root cause for the programming issue was due to biological debris found on the cam mechanism and on the base plate. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was implanted to via vp-shunt about a few years ago. An initial setting was unknown. However, when the setting change was attempted, the valve could not be changed correctly. It was confirmed that the cam was moved over the white maker. Therefore, on (B)(6) 2019, it was replaced with a new valve. The patient's information is not available. The patient is recovered.